Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse moved the assay to server 3 and ran service methods, which were acceptable. The cse removed the sample and the reagent arm and cleaned and adjusted them. The cse discovered that sample probe 2 mixer was warped, causing poor mixing or misalignment at the cuvette location. The cse moved back the assay to server 2 and ran calibrations and quality controls, which were acceptable. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher both times. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.